Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that quality control (qc) was in range before the event occurred. The customer reported that after the replacement of wash 1 bulk bottle, several anti-hbsii patient samples resulted as high positive; and they also have had issues in the past with the negative qc recovering high and as positive. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced wash 1 sensors and ran samples, resulting satisfactory. The customer ran qc, resulting within range. The cause of the discordant, false positive anti-hbsii results is unknown.the instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, false reactive anti-(B)(6) surface antigen antibodies (anti-hbsii) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia centaur instrument, resulting non-reactive. It is unknown if the repeat results were reported to the physician(s). The customer stated that a string of samples resulted as positive, but only provided four of the results as examples. There are no reports of patient intervention or adverse health consequences due to the discordant, false reactive anti-hbsii results.